Event description:
It was reported that there were no problems with the initial procedure. The difficulty was only encountered when the pt had to be dialyzed. The red luer lock connection on the lumen had a crack and made dialysis impossible as it sucked air and as a result, needed to be replaced. The initial next step catheter remained in situ in the pt's right internal jugular and the external hub was repaired using a replacement kit. Dialysis took place as normal without delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.